Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up the device exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.